Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device, right ventricular (rv) and non-bsc subcutaneous lead displayed a shock impedance measurement greater than 200 ohms. Technical services was consulted and discussed troubleshooting. A revision procedure was performed and the non-bsc subcutaneous lead was determined to be the cause of the out of range measurement and was explanted. The device and bsc rv lead remain implanted. No adverse patient effects were reported during the procedure.